Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range, high voltage lead impedance. Previously the lead was revised due to noise. Further testing and programming changes were recommended and the lead remains implanted.